Manufacturer narrative:
Product event summary: analysis found that the cursor and stylus were not aligned so the overlay and board connection was reseated. It was also noted that the power cord bay was broken, the display flex cable was damaged and the stylus was missing. As a result the power cord bay was replaced, the flex cable was replaced and the stylus was replaced and calibrated. The programmer then passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned to the manufacturer, analyzed, and tested out of specification. There was no patient involvement.